Event description:
The doctor reports that the dental implants located in dental positions number 32 42 & 45 failed due to peri-implantitis. Patient had a heart attack and took some medicine during post surgery period. The doctor reports that the procedure was not concluded by placing another implants. The doctor reported pain and inflammation.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided a4: patient weight unknown / not provided d10. Concomitant medical products int415, osseotite tapered certain implant 4 x 15mm lot 2016060345 and int413, osseotite tapered certain implant 4 x 13mm lot 2018021111. H6: event problem codes ¿ patient code: 1932 inflammation. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.